Event description:
It was reported that a large volume infusor leaked solution into its housing. This was identified after patient infusion of an unknown drug ended. The reporter stated that they could not identify the exact leakage site. It is unknown whether a filter was used during filling or whether the bladder was damaged. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The infusor unit was returned with a connected huber needle (non-baxter product). Visual inspection on the infusor unit and the connected huber needle (via the naked eye) showed no signs of physical abnormality that could have caused the reported leak problem. A functional leak test was performed by filling the infusor unit with green color water. During and after the fill, no evidence of leak was observed between the infusor unit and the connected huber needle. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.